Event description:
On (B)(6) 2014, the reporter contacted lifescan canada, alleging inaccurate results. The patient obtained readings of "12.1 mmol/l" on the subject device, compared to "17.0 mmol/l" on a lab device, both taken within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.